Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient¿s vessel tortuosity was normal. The patient experienced two saccular aneurysms in the ophthalmic segment of the internal carotid artery, one measuring 3.5mm and the other 4.5mm. The proximal section of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. Additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage shield embolization device was returned for analysis withing shipping box; within a plastic bio-pouch; and within an opened pipeline vantage shield outer carton and inner pouch. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline vantage shield braid ends were found to be fully opened and damaged. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 vantage failed to open. During the cerebral aneurysm embolization procedure, the pipeline vantage 400-20 device, batch b632949, was used. When attempting to open and appose the device in the target vessel, a "defect" in the adequate expansion of the stent was observed, which compromised its compliance and adhesion to the vessel wall. Measures taken: due to the opening defect and poor apposition, it was decided to replace the device with a pipeline flex & shield, which was successfully implanted and performed well, with no additional complications during the procedure. Conclusion: the pipeline vantage 400-20 device, batch b632949, developed a defect during use and required replacement. The devices were prepared according to the instructions for use (IFU).  The patient was being treated for an unruptured aneurysm. Dual antiplatelet treatment was administer. No patient symptoms or complications were reported.